Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
Received info stating customer had pump underneath a towel and received an altitude alarm. Reportedly, customer's blood glucose level was not impacted.